Event description:
This pt expired. Add'l info revealed the pt expired of a cardiac arrhythmia and coronary artery disease. No add'l info is available. Should add'l info become available, this event will be updated.